Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider reported the patient has had multiple instances of withdrawal and the healthcare provider believes it's because the catheter in his opinion is not designed to allow a full rotation on the pump connection. The healthcare provider stated he feels there's a "bump" designed into the catheter connector that prevents it from turning 360 degrees and he feels this is causing it to leak at the connection. Per the healthcare provider the patient is a diesel truck mechanic and has had withdrawal episodes shortly after leaning over while working.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2020 product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4) ubd: 25-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.